Manufacturer narrative:
(B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the cardioplegia high pump speed and medium speed do not work. It only works in low pump speed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts to obtain further information were unsuccessful. No product was returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.